Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-linear leads-MRI upn m365sc2408560 model sc-2408-56 serial-lot (B)(6) batch 5172274.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure in which the spinal cord stimulation (scs) leads were explanted and replaced. The explanted leads will not be returned as they were discarded. No additional adverse patient effects were reported.